Event description:
Received a report that the n-560 is missing segments on the saturation portion of the display. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4). The condition was verified by covidien-(B)(6) service center. The front pcb board was replaced.